Manufacturer narrative:
Investigation is ongoing for the case. 09/04/2024 (delayed follow up report, oversight) complaint was closed on 03/11/2024) this complaint is closed, as the qc personnel made three attempts to collect additional information in good faith. This is additional information for MDR_poc_032 (MDR submission # 3003966368-2024-00001)

Event description:
Health laboratories services, inc reported as one of the medical technologist ran the controls for the lot mentioned and she fould out that the negative control was painted at the test area.